Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, after passing a device through the port, the inner cap seal disengaged into the patient's cavity and air leaked from the port. It was noted there was a slight resistance inserting the bag down the 15mm port. The surgeon retrieved the seal with a grasper and finished the surgery. There was no patient injury.